Event description:
The customer reports that, during the swg removal (internal right jugular), for repositioning, the swg unraveled, broke, and the tip of the swg (2cm) stayed in the vein wall. The tip of the swg was surgically removed, cervicotomic access, with image intensifier.

Manufacturer narrative:
(B)(4).